Event description:
It was reported that a patient underwent a laparoscopic distal gastrostomy on (B)(6) 2013 and suture was used. It was noted that after closing the wound that a needle was missing. The surgeon reopened the wound. An x-ray was done to locate the needle. The needle was found in the abdominal cavity and removed at that time.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The needle and suture were examined for visual inspection attribute defects and no attachment defects were observed; however, it was observed that there is a suture piece attached in the needle and the end of the suture piece was cut. Additionally, there are severely marks on the needle and the body suture by use of the needle holder. The sample condition suggests an improper handling of the needle/suture; since there were severely marks on the needle/suture by use of the needle holder. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.